Event description:
It was reported the patient presented for a routine generator change. During the procedure, the physician visually confirmed the right ventricular lead had an insulation breach. The right ventricular lead was capped and replaced on (B)(6) 2022. There were no patient consequences.